Event description:
Additional information stated the patient¿s implantable neurostimulator and lead were revised due to a ¿depleted generator.¿ it wasnoted the patient was reprogrammed on (B)(6) 2013 and received ¿good pain coverage¿ and the patient was ¿happy with the results.¿ it was reported the patient¿s outcome was ¿no injury.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had no stimulation sensation one week prior to this report. It was noted impedance tests were conducted and normal values were observed. It was noted the patient was going to be programmed on contacts 1 and 3. Additional information reported that the patient would be scheduled for a surgical revision. Additional information was requested but was not available at the date of this report

Event description:
It was reported the impedances tests were run at 3 volts and 4 electrodes were at 9000 ohms and 1 electrode was at 11,000 ohms. It was reported that a power on reset (por) had occurred.

Manufacturer narrative:
Product ID 3708320, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3487a-45, lot # j0437532v, implanted: (B)(6) 2004, product type lead. (B)(4).